Event description:
While resetting the or (operating room) for scheduled external cephalic version (ecv), I noticed when laying one of the sterile blue towels down there was some sort of debris that was orange hanging off the corner of the towel. It was orange and spongy in texture. Everything was removed from service and a new pack was brought in. Patient was not in the operating room yet.